Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using stago neoplastin reagent. The result from the meter was 2.6 inr, and the result from the laboratory was 3.5 inr. On (B)(6) 2020, the result from the meter was 2.5 inr and the result from the laboratory was 3.7 inr. The therapeutic range was provided as 3.5 inr.

Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.3 inr, qc 2: 3.2 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.